Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a sentrant sheath, there were difficulties with insertion and the 0.035 non-medtronic guidewire did not pass through the sheath. It was reported the hydrophilic coating of the guidewire had been activated for the insertion into the sheath the guidewire was blocked by something unidentified inside the sheath. The sentrant did not have any abno rmality on visual inspection and it was prepared as outlined in the instructions for use (IFU). The sheath was successfully flushed during prep. The product was replaced, and the procedure was completed. No patient complications have been reported as a result of this event.